Event description:
"Pt. With rectal bleeding underwent colonscopy with removal of polyp by hot biopsy and snare polypectomy. With snare polypectomy of sigmoid colon lesion, pt. Experienced profuse bleeding with arterial sputting. Esu was in endocut mode. Concern experssed that matching cut too fast. Settings were verified as correct. Attempted to control bleeding with triclips biclips and gold probe cautery. Unsuccessful. Transferred to hosp for transfusion and repeat colonscopy to control bleeding, which was successful. Refer also to uf report# 52009-2005-001a which occurred the same day with the same device. Follow up evaluation of the device by affinity biomedical services verified and passed device on test parameters and settings. Device being submitted to ecri for independent evaluation at this time."